Manufacturer narrative:
Additional information was received on (B)(6) 2020. Patient had an explantation on (B)(6) 2019. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the photo of device was completed by the failure analysis lab on 07/12/2019. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. This condition has also been associated with device deflation / rupture, wrinkling and/or displacement of the prosthesis. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 7290460, and no non-conformance's related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture baker's grade iii. Concomitant products: 450cc mentor siltex round high profile memory gel breast implant catalog: 3544450, lot: 7289512, sn: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
This report contains supplemental information for mentor asr/psr reference number (B)(4). It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with a 425cc mentor siltex round high profile memory gel breast implant experienced left sided capsular contracture baker¿s grade iii post procedure. The left sided capsular contracture baker¿s grade iii was confirmed by a physician. As a result, patient had an explantation on (B)(6) 2018.